Event description:
A pt complained of generalized intense itching and burning on her skin following placement of essure micro-inserts. Physician treated pt symptoms initially with a steroid pack, but pt was non-compliant with the medical treatment. Pt underwent removal of essure devices because of suspected nickel allergy; no allergy test was performed to confirm nickel allergy. Pt is doing well following removal of devices.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test (see warnings section below for pts with suspected hypersensitivity to nickel). IFU warning: pts with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).